Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced into the anatomy. While grasping in the left ventricle, the clip interacted with the first placed clip, causing it to detach from the posterior leaflet resulting in a single leaflet device attachment (slda) and additionally a laceration of the posterior leaflet was observed. The second clip was deployed, and mr was reduced to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (caused damage) appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.